Event description:
The physician stated that he learned very early on when the new catheter¿s came out that he could not bovie through them as the outside covering seemed to melt. He stated that he saw this on two occasions but could not remember who the patients were. He stated that the outside covering seemed to shrink wrap and he just couldn¿t tell if it would cause a weak spot in the catheter or occlude it at all. So after the first two times he saw it he got everything else done so that he did not have to bovie around the catheter at all.

Event description:
Per the hcp (healthcare provider), ¿using a bovie near the ascenda catheter seems to melt it; didn¿t see this issue with other catheters¿. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)